Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid circumflex artery. The 3.5 x 12 mm nc trek balloon catheter was prepared per the instructions for use and easily advanced through the previously deployed xience prime stent. There was no resistance noted. The trek balloon was attempted to be inflated; however, the balloon would not inflated with 4 atmospheres (atm) of pressure. The nc trek was removed from the anatomy without issue, and was attempted to be inflated outside the patient. The balloon did not begin to inflate until 20 atm, at which point it made a loud bang sound and expanded rapidly. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.